Manufacturer narrative:
This was an accident and not a product problem. Accident, not a product problem.

Event description:
Alleges user was driving scooter on side of roadway in an area without a sidewalk. A driver allegedly came around the corner and ran into scooter. Scooter was damaged but no injuries occurred.